Manufacturer narrative:
Corrected information was provided in d1 (brand name). Corrected information was provided in b1 (is product problem), d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the unsuccessful console boot-up was a corrupted memory card on the main computer.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in a 85 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. While starting up the automated impella controller (aic), it would not proceed beyond the self-check screen. A replacement controller was used. The patient received support from the cp for the percutaneous coronary intervention. On day 3 of support, the device was explanted. The startup issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.